Manufacturer narrative:
Batch review performed on 19 november 2021. Lot 174362: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-15. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner 3 years and 3 months after the primary. The surgery was completed successfully.